Manufacturer narrative:
(B)(4). Evaluation- the device was not returned to assist with the investigation. No information regarding the event has been provided. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. Impossible to comment on alleged injuries. There is no evidence to suggest the device was not manufactured to specifications. If additional information is received, the report will be re-opened for further investigation. There is no evidence to suggest a device failure. We have notified appropriate personnel and will continue to monitor for similar events.

Event description:
It is alleged that "patient received a gunther tulip on (B)(6) 2008 at (B)(6)." It is alleged that the patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable or unchanged. Correction(s): from product problem to adverse event and product problem. From malfunction to serious injury. Additional information: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating, "tulip, blood clots (ivc occlusion), dvt, pain, vision problems, device is unable to be retrieved." Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. Unknown if the reported pain, vision problems is directly related to the filter and unable to identify corresponding failure mode(s) at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
It is alleged that "patient received a gunther tulip on (B)(6) 2008 at (B)(6). Physician allegedly placed the filter. Patient lives in (B)(6) and lived there at the time of this placement." The information only lists the description of event information. It is unknown if there have been any adverse effects at this time. It is unknown if any intervention was performed at this time. It is alleged that patient was injured without further explanation. Patient is also seeking punitive damages."

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 07/09/2016 as follows: plaintiff allegedly received an implant on (B)(6) 2008 via the common femoral vein due to deep vein thrombosis. Plaintiff is alleging blood clots, deep vein thrombosis, pain, vision problems, device is unable to be retrieved.

Manufacturer narrative:
According to device history records, based on the lot number provided, there is no evidence to suggest that this device was not manufactured according to specifications or that the filter did not perform as intended, e.g., the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava in the situations described in the IFU. It has not been possible to fully investigate or evaluate this event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.